Event description:
(B)(4). It was reported that following a percutaneous transluminal coronary angioplasty, patient experienced a filling defect. The 5.0x25mm 85% stenosed target lesion was located in the left main coronary artery (lmca) to proximal left anterior descending artery (lad). A 4.0x12mm promus element stent was implanted in the lmca to lad lesion and post dilated. Ivus was performed and it was noted that a filling defect was noted from the distal lmca to the ostium of the lad. The filling defect was treated with the placement of a 5.0x15mm non-bsc bare metal stent overlapping the proximal end of the previously implanted stent. The lesion was post dilated with a kissing balloon technique resulting in 5% residual stenosis. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).